Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red and burning. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician and ended use of the device due to the skin irritation. It is unclear if the patient was advised to remove the device by the physician. Reporting out of abundance of caution. Outcome of the skin irritation is unknown.